Event description:
It was reported to medtronic neurosurgery that the patient has a history of intracranial bleed from several years ago. The patient underwent a ventriculoperitoneal shunt replacement on (B)(6) 2014. According to the report, the patient came to the hospital twice with complaints of a headache, nausea and vomiting with reprogramming of shunt, but previous symptoms recurred so the patient was taken to operating room for a replacement. It was also reported that prior to the replacement, the shunt was irrigated and the runoff seemed to be sufficient, so it was indicated that the valve may have malfunctioned and the shunt was replaced on (B)(6) 2014. According to the report, there was no injury to the patient.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.